Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation, therefore the reported issue could not be verified or duplicated. However, a stryker sales representative spoke with the customer, and it was determined that the provider using the equipment did not understand that the defibrillation pads needed to be on the patient. This is the root cause of the reported issue.